Event description:
Customer reported he was experiencing high blood glucose of 600 mg/dl. Customer stated he was off the device because it was being replaced. Customer was requesting assistance with programming the device. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.